Manufacturer narrative:
H4: device manufactured date: between november 6, 2020 to november 9, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which revealed fluid inside the bladder suggesting a no flow problem may have occurred. By the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is an use-related factor. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had no flow. This was observed during patient use. The patient returned 48 hours after having connected the elastomeric pump and the pump was completely full of medication (fluorouracil). There was no report of patient injury or medical intervention associated with this event. No additional information is available.